Event description:
An impella cp device was placed via the left femoral artery in an 80-year-old female with acute myocardial infarction and cardiogenic shock (scai stage e). Medical history included end-stage renal disease on hemodialysis, peripheral arterial disease with extensive calcifications, hypertension, hyperlipidemia, multivessel disease, and surgical turn-down. The patient's do not attempt resuscitation/do not intubate (dnar/dni) status was temporarily reversed for the procedure. The left anterior descending and left main coronary arteries were treated with atherectomy. The patient developed bradycardia, requiring temporary venous pacing and vasoactive support, and the impella cp was placed as bailout support. Although the plan was to transfer the patient to the intensive care unit with the device in place, loss of distal limb flow was noted, and distal reperfusion catheter placement was unable to be placed with no further information available. Despite this, hemodynamics improved, and the device was maintained at p-2 before being removed due to limb perfusion concerns. Extensive vascular calcifications were identified as a contributing factor. The patient was successfully weaned from impella support.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d4 (serial & catalog). Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.